Event description:
It was reported that a balloon rupture has occurred. The 90% stenosed target lesion was located in a mild tortuous vessel on the lad distal, with moderate calcification severity. During the procedure a 2.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation at 6 atm for 4 seconds, the balloon ruptured. The device was removed from patient without complication. The procedure was successfully completed with another device, different model. There was no patient complication, and the patient was in good condition after the procedure.